Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
A report was received regarding the implantation of a variable angle distal radius plate. When the surgeon attempted to implant a variable locking screw, the screw would not lock or engage into the plate, turning freely in the plate hole. The surgeon made several attempts to back out the screw, unsuccessfully. The variable locking screw was engaged into bone but did not engage in the screw threads within the plate. The screw was would not lock into the plate. The surgeon left the screw implanted. No adverse effect to the patient was reported at the time of this report.